Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer indicated via phone call of fluctuating high and low blood glucose of 166 to 300 mg/dl and a button error. Troubleshooting found that the numbers on the display were scrolling and ramping up and the customer went to the emergency room. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm or battery out limit alarm noted. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had an intermittent button response due to corroded keypad traces on the up arrow button. No unexpected numbers ramping, scrolling or skipping noted. The insulin pump had minor scratched display window, scratched case, cracked reservoir tube and a scratched keypad overlay.